Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a low blood glucose of 39 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she may have worn the insulin pump during a CT scan. The insulin pump passed the displacement test. The customer reported that she was also hospitalized for a high blood glucose of 323 mg/dl on the same day of the low blood glucose event. Unable to continue troubleshooting as the customer didn't have a tubing clamp. Advised the customer to change the entire infusion set, and call back with a tubing clamp for the high pressure test. Nothing further was reported.